Event description:
It was reported, when the surgeon attempted to implant the "real" insert into the shell, care had been taken to ensure the correct size liner had been selected to match up with the cup. The surgeon manually placed the insert into the mouth of the cup and then used the correct size poly impactor instrument to hit it in. Audible it sounded different to the surgeon and when he loaded on the insert to see if it was fully seated, it came straight out. Concerned that the locking mechanism of the insert may have been compromised, I suggested that if the surgeon had any concerns over this, there was another insert of the same size that could be opened immediately. He made a second unsuccessful attempt with the same insert, before asking for a new one, which immediately went in.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.